Manufacturer narrative:
Concomitant medical products: product ID 39565, implanted: (B)(6) 2015, product type: lead. Product ID 37081, implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The healthcare provider (hcp) reported the patient experienced their stimulation stop suddenly. A power on reset (por) message was observed on the patient programmer and the error code 0x400 was observed on the physician programmer. The patient reportedly attempted communication between their implantable neurostimulator (ins) and patient programmer multiple times, but "nothing worked." When communication was attempted between the ins and physician programmer, the aforementioned error code was observed. The hcp then reset the date and time of the ins at that time. Impedance testing and a battery check were performed and all was "good" with the ins 3/4 charged. The patient's stimulation was then turned back on with no additional programming needed. The patient was able to communicate properly between their ins and patient programmer at that time. The cause of the event was unknown, as the patient was not near a magnet, didn't do a violent movement, and didn't report anything out of the ordinary. It was "unknown" whether the issue had been resolved. There were "no" surgical interventions planned or undertaken and the patient was alive with no injury at the time of report. Additional information was requested; a supplemental report will be filed if additional information is received.